Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was expected to have the inflatable penile prosthesis revised as the cylinders would not inflate as the pump collapsed when pushed. The physician indicated the issue appears to be a mechanical issue involving the pump valve. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was expected to have the inflatable penile prosthesis revised as the cylinders would not inflate as the pump collapsed when pushed. The physician indicated the issue appears to be a mechanical issue involving the pump valve. There were no patient complications reported.